Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported the patient's left hip was revised due to significant trunnion wear and head dissociation. Intra-operatively, the following were observed: significant black tissue and wear of the liner around its rim. Rep will provide all images and documents available to him from the hospital and surgeon.

Event description:
It was reported the patient's left hip was revised due to significant trunnion wear and head dissociation. Intra-operatively, the following were observed: significant black tissue and wear of the liner around its rim. Rep will provide all images and documents available to him from the hospital and surgeon.

Manufacturer narrative:
Reported event an event regarding disassociation, trunnion wear and altr involving an lfit v40 cocr head that was mated with an unknown accolade stem was reported. The event was confirmed via medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant concluded: 'this patient underwent a cementless total have arthroplasty and approximately six years later underwent a revision for trunnionosis and had neck disassociation. I can confirm the primary procedure and I can confirm the head neck disassociation. I was able to see x-rays of both. I cannot confirm the revision since I have no evidence such as doctor¿s notes, post revision x-rays or operation note. The causes of had neck disassociation with trunnionosis on multifactorial. Therefore I cannot confirm the root cause with certainty. Causes of head neck disassociation with trunnionosis can be due to surgical technique factors, patient activity level and bmi and implant factors.' -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed through clinician review of the provided medical records. A review of the provided medical records by a clinical consultant concluded: 'this patient underwent a cementless total have arthroplasty and approximately six years later underwent a revision for trunnionosis and had neck disassociation. I can confirm the primary procedure and I can confirm the head neck disassociation. I was able to see x-rays of both. I cannot confirm the revision since I have no evidence such as doctor¿s notes, post revision x-rays or operation note. The causes of had neck disassociation with trunnionosis on multifactorial. Therefore I cannot confirm the root cause with certainty. Causes of head neck disassociation with trunnionosis can be due to surgical technique factors, patient activity level and bmi and implant factors.' Further information such as lot details, device return, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.